Event description:
It was reported that "the arthroplasty was revised due to femoral osteolysis. The tibial and femoral components were revised. The components were implanted in situ for 7.2 y. The pt presented with a score of 3 three months prior to revision surgery and a maximum score of 3."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Neither the device nor additional info is available from the research facility. If additional info becomes available, it will be submitted in a supplemental report.